Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline (4.25mm x14mm) embolization treatment. During the procedure, the pipeline was deployed at the carotid bifurcation and was released from the capture coil. The pipeline was elongated and could not be fully opened to oppose the vessel wall despite manipulation. It was reported that tortuous anatomy was a major factor the entire system (pipeline, pushwire, and marksman catheter) was retrieved from the patient. A second pipeline was successfully implanted. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).